Manufacturer narrative:
Device not explanted.

Event description:
On (B)(6) 2017 a perceval pvs23 was implanted as part of a redo avr for prosthetic valve endocarditis. The patient made a good recovery and the infection was eradicated. On follow up at 6 months it was noted that she had moderate paravalvular leak which was treated percutaneously using a valve in valve tavi after a plug was deemed inappropriate. The valve-in-valve was performed on (B)(6) 2017. The patient is now doing well.

Manufacturer narrative:
The manufacturer reviewed the echo images received on (B)(6) 2018. Based on the medstar analysis received the reported initial mild paravalvular leak and normal valve functionality was confirmed which increased to moderate and normal valve functionality at the 6 month period from the first to second follow-ups. During both tee's the valve was reported to open well. This non-structural dysfunction (paravalvular leak) was previously identified and reported. No new information was identified from the images. The reported paravalvular leak was present in a mild manner after the original aortic valve replacement due to endocarditis of a different device. This worsened slightly and at a 6 month follow-up the site preformed a tavi when in was determined a plug was not possible. The valve functionality was reported as normal with good opening during both echo reviews however, because the device is not available and no further investigations are possible the manufacturer is unable to identify the root cause of this issue at this time.

Manufacturer narrative:
The manufacturing and material records for the perceval sutureless aortic heart valve, model # pvs23, s/n # (B)(4), as they pertain to the reported event, were retrieved and reviewed. The results confirmed that this valve satisfied all material, visual, and performance standards required for a perceval sutureless aortic heart valve at the time of manufacture and release. An echocardiography report was completed by (B)(6) institute pertaining to case (B)(6) on (B)(6) 2018. The manufacturer is currently analyzing the results and will provide a conclusion of its findings once the analysis is completed.